Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, all gels were deployed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. Monitor sn (B)(4) was returned to zoll manufacturing corporation for evaluation and the evaluation is currently underway. A review of the download data from the event was performed. The download data did not suggest a device malfunction that would contribute to the event.

Event description:
A us distributor reported that a patient passed away on (B)(6) 2017 while reportedly wearing the lifevest. Prior to passing, the patient received four inappropriate treatment shocks. The patient was reportedly at home and unconscious at the time of the event. Ems was called, and CPR was performed. At 21:16:21 on (B)(6) 2017 the lifevest detected an arrhythmia. ECG shows that the patient's rhythm was asystole with low amplitude cardiac signal. Gel was released and four treatments were delivered while the patient was in asystole at 21:17:35, 21:18:15, 21:18:39, and 21:32:25, respectively. CPR artifact could be seen on the ECG recordings. CPR artifact and low-amplitude cardiac signal contributed to the false detections. Following the fourth treatment, the patient remained in asystole until the electrode belt was disconnected at 21:55:13. Asystole is considered a non-treatable rhythm by the lifevest. There is no indication that the lifevest caused or contributed to the patient's death as the patient was already in a non-life-sustaining rhythm prior to the treatments.